Manufacturer narrative:
In response to this alleged event, a visual and functional inspection was performed which identified that there was no defect found with the device. It was reported by the customer that the legs of the device were not extended and was being pulled out at an angle from the ambulance which caused the device to miss the safety hook and drop.

Event description:
It was alleged that the cot missed the safety hook as the patient was unloaded on an uneven surface and dropped to the ground. It was alleged that the drop event resulted in a hematoma to the patients head, a CT scan revealed no sub-dermal bleeding.